Event description:
The customer reported to vyaire medical that the avea ventilator uim was not responding/frozen. The was no patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: a vyaire field service representative(fsr) evaluated the device onsite.the root cause of the issue was due to touchscreen was not calibrated. Uim would turn on but touch screen was sticky and would not sense any touch on screen. As a resolution performed a touchscreen calibrations and now unit could identify touch. Uim was not replaced as it was not needed. Unit is operational. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.